Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has not been giving them insulin and won't take batteries anymore. Customer states the pump keeps getting a failed battery test and they cannot clear the alarms. Customer also states that the buttons are unresponsive and hard to push since they received the pump. The customer also reported that when they program a bolus, the pump only delivers half of it. Customer claims that when they received the pump it was already programmed with someone else's settings. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed as the customer declined.

Manufacturer narrative:
All buttons are functioning properly. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, unexpected restart error test displacement test rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. Installed several batteries in the pump and the battery icon changed properly with the battery strength of the test batteries. Pump was monitored and no unexpected failed battery or additional battery alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.